Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they inserted a new battery when the insulin pump said that it had low battery and then now it was not turning on anymore. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display returned after the insulin pump restart. The customer stated that the insulin pump was not been exposed to moisture recently. The customer stated that they also received a new battery cap and they tried using it but it was still not working. The customer already tried to replace the battery twice but it was still not working. The device will not be returned for analysis.